Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One nitinol guidewire stuck in a 21 g introducer needle was returned for evaluation. An initial visual observation showed blood residue on the guidewire and within the needle hub. The guidewire was observed to be stuck in the introducer needle with approximately 1 centimeter of the guidewire protruding out of the needle tip. The guidewire was observed to be unraveled and the core wire was observed to be broken. A microscopic observation revealed the needle bevel to be damaged. The core wire fracture was observed to be tapered and the fracture surface was observed to be flat and granular, suggesting tensile failure. As a note, the product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav0753 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was impossible to place the PICC line on patient because guidewire broke inside trocar. Another kit was used, but it was not possible to place the device, the vein became sclerosed.